Event description:
The customer reported that the maternity bed calf support is loose. The supports gets loose over time and there is no adjustment to take the slack out of the operating parts as wear progresses.

Manufacturer narrative:
The calf supports have been requested back from the field to determine the root cause of the failure.